Manufacturer narrative:
Product complaint # (B)(4). Additional information indicated that the withdrawal of the device was performed per the instructions for use (IFU). Initial reporter phone: (B)(6). Complaint conclusion: a report from the field indicated that a 74-year old female patient experienced a cerebral hemorrhage during a mechanical thrombectomy of a middle cerebral artery (mca) (m2 segment) occlusion with associated acute ischemic stroke (ais) using a 5x33 embotrap ii (et009533/ lot # 19f019av) revascularization device via a penumbra jet d reperfusion catheter and consequently expired. The patient presented with cerebral infarction associated with the occlusion of the m2 segment of the mca on (B)(6) 2020. She was conscious but unable to communicate. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The physician used a combination of both the embotrap ii and the penumbra jet d reperfusion catheter device during the mechanical thrombectomy. A guiding catheter was able to go up to the common carotid artery (cca) but it was not able to go further. The first pass made with the embotrap ii via jet d. The thrombus was firmly attached during the first pass and the clot was retrieved. During the second pass made, resistance was felt during retraction of the embotrap ii. As a result, both the embotrap ii and jet d were withdrawn per the instructions for use (IFU) however the clot was not retrieved during the second pass. The two passes made resulted in a mtici score of 2b. Slight bleeding occurred at the m1 segment of the mca when both the embotrap ii and jet d were withdrawn. The reporter indicated that the bleeding perhaps could have been caused by using the embotrap ii or jet d. During an attempt to stop the bleeding with a transform balloon catheter (stryker), the ¿meandering of the internal carotid artery (ica) was so severe¿, the balloon catheter slipped, the ica got cut, and major bleeding occurred. Consequently, the physician endeavored to perform a coil embolization however the patient had already expired. Per the physician, the patient has a medical history of coronary artery dissection and bleeding on (B)(6) 2020 and myocardial infarction on (B)(6) 2020. Since the patient had a prior coronary artery dissection, the patient¿s vascular state was not in good condition. However, since resistance occurred during the second pass made of the mechanical thrombectomy, bleeding may have been a result of the embotrap ii and jet d withdrawal. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot number 19f019av presented no issues during the manufacturing or inspection process that can be related to the reported event. Withdrawal difficulty into the guide/intermediate catheter, vascular injury, hemorrhage, and death are well-known extensively documented potential complications associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. The embotrap ii instructions for use (IFU) cautions the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the reported event. However, there are clinical and procedural factors, including anatomical challenges, vessel characteristics, clot burden, device selection, and manipulation of devices within the artery, that may have contributed to the event rather than the design or manufacture of the device. Furthermore, review of the available information suggests that patient, procedural, and/or pharmacological factors may have contributed to the reported event. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggests the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The device was discarded, therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot number 19f019av presented no issues during the manufacturing or inspection process that can be related to the reported event.

Event description:
A report from the field indicated that a (B)(6)-year old female patient experienced a cerebral hemorrhage during a mechanical thrombectomy of a middle cerebral artery (mca) (m2 segment) occlusion with associated acute ischemic stroke (ais) using a 5x33 embotrap ii (et009533/ lot # 19f019av) revascularization device via a penumbra jet d reperfusion catheter and consequently expired. The patient presented with cerebral infarction associated with the occlusion of the m2 segment of the mca on (B)(6) 2020. She was conscious but unable to communicate. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The physician used a combination of both the embotrap ii and the penumbra jet d reperfusion catheter device during the mechanical thrombectomy. A guiding catheter was able to go up to the common carotid artery (cca) but it was not able to go further. The first pass made with the embotrap ii via jet d. The thrombus was firmly attached during the first pass and the clot was retrieved. During the second pass made, resistance was felt during retraction of the embotrap ii. As a result, both the embotrap ii and jet d were withdrawn however the clot was not retrieved during the second pass. The two passes made resulted in a mtici score of 2b. Slight bleeding occurred at the m1 segment of the mca when both the embotrap ii and jet d were withdrawn. The reporter indicated that the bleeding perhaps could have been caused by using the embotrap ii or jet d. During an attempt to stop the bleeding with a transform balloon catheter (stryker), the ¿meandering of the internal carotid artery (ica) was so severe¿, the balloon catheter slipped, the ica got cut, and major bleeding occurred. Consequently, the physician endeavored to perform a coil embolization however the patient had already expired. Per the physician, the patient has a medical history of coronary artery dissection and bleeding on (B)(6) 2020 and myocardial infarction on (B)(6) 2020. Since the patient had a prior coronary artery dissection, the patient¿s vascular state was not in good condition. However, since resistance occurred during the second pass made of the mechanical thrombectomy, bleeding may have been a result of the embotrap ii and jet d withdrawal. No additional details were provided.